Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/19/2018 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 211mg/dl date:(B)(6) 2018 time:11:17pm fasting; result 2 : 180mg/dl date:(B)(6) 2017 time:4:40pm fasting; result 3 : 154mg/dl date:(B)(6) 2017 time:11:55am fasting; result 4 : 131mg/dl date:(B)(6) 2017 time:6:20pm fasting; result 5 : 133mg/dl date:(B)(6) 2017 time:9:10 am fasting. Customer called in stating that the meter is giving high results. Higher than her expected range and higher than other meter.